Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device fault was a single occurrence and could not be reproduced during in-house testing. Further evaluation found physical damage to the power supply unit (psu). The psu was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault (sf 74) indicating a software task error occurred. There was no patient injury reported as a result of this incident.